Event description:
The plaintiff's attorney alleged that the decedent experienced chest pains and later on that same day, experienced unconsciousness before expiring from a heart attack. This event allegedly happened after the use of the product during dialysis treatment. It was further alleged by the plaintiff's attorney that the decedent's death was caused by the injuries that were sustained after the use of the product.

Manufacturer narrative:
This is one of two device reports associated with this event.